Event description:
It is reported that the device was implanted in 2004 and that the pt was revised in 2009, due to pain and a fractured elevated rim on the device.

Manufacturer narrative:
Evaluation summary: as returned, a majority of the liner rim had separated from the liner, x-rays were not provided for review. The pt's height, weight, and activity level are unk. Sem analysis indicated that the fracture occurred due to fatigue. Possible causes for liner fracture could be due to (but not limited to) one or more of the following: pt weight, pt activity, component malalignment, or subluxation. Based on the available info a definitive cause can not be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.